Event description:
It was reported that the patient could not turn the implantable neurostimulator (ins) on with the recharger. A "call your doctor" icon was displayed and a power-on-reset (por) condition was reported which could not be cleared by the recharger. It was noted that the patient did not have knowledge of a patient programmer for the ins and as such the por could not be cleared by the programmer. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 3776-60 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID: 37752 lot# serial# (B)(4), product type recharger product ID: 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).